Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch # unk. Correction: d4. Expiration date . D4. Primary UDI number. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. During the visual inspection, no anomalies were noted on the device. The device was functionally tested to detect safety stylet issues. Upon evaluation of the device, it was functionally tested and the ¿red safety indicator¿ did not resets itself back to the original position. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic nephrectomy, the safety needle remained exposed after puncture and did not retract. Opened a new product to complete case. No patient harm.